Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Catalog number: requested, unknown. Expiration date: unknown due to unknown catalog. UDI: unknown due to unknown catalog. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown catalog number. Since the actual sample was not returned, an investigation of the sample could not be performed. Since the involved product code could not be identified, review of manufacturing records or shipping inspection records could not be performed. Since the involved product code could not be identified, search of complaint files could not be performed. Previous findings have shown that a shearing of the outer layer may occur when a radifocus guidewire m is used in combination with a metal needle. Based on the investigation results, it was inferred that the actual sample might have been used in combination with a metal needle, which resulted in the shearing of outer layer. Since the actual sample was not returned for analysis, the definite cause of occurrence could not be determined. The instructions for use (IFU) of this product indicates as follow: I) "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Ii) if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states "a section of the angled guidewire coating was sheared off while using the guidewire to access the left subclavian vein through the access needle. All occurred inside a left subclavian pacemaker incision. There was no injury to the patient." Additional information was received on (B)(6) 2022: the procedure performed was an aics attempt; aicd aborted. After establishing two venous access, third venous access was complicated by loss of portion of hydrophilic coating in the subclavian vein. The sheared portion of the glidewire could be seen on the fluoroscopy. Multiple attempts were made to snare the missing piece through original venous access in the subclavian and distal cephalic vein, however it was unsuccessful. Right femoral vein attempt was made but failed to capture the missing piece. Ultimately upper basilic left extremity was accessed and it was successfully snared and removed. No further intervention was required. Venogram guidance and ultrasound were used.